Event description:
Adverse event(s): "anterior vitrectomy" (vitrectomy). Product problem(s): "probe clogged" (device clogged). A surgeon reported that during a planned anterior vitrectomy procedure the probe of the anterior vitrectomy pak got clogged. The pt had a capsular tear pre-operatively as a result of a complicated intravitreal injection. The doctor first filled the eye with viscoat. Then, she started the vitrectomy surgery. The probe became clogged immediately. The vacuum level was 200 and was raised by the surgeon very quickly to 400 without any result (no aspiration was noticed). When checking the tubing, nothing was passing through. According to the doctor the "cutting" worked fine. The doctor determined that the probe was filled with the viscoat which caused the probe to be clogged. The surgeon then used another probe and experienced the same problem. Core lens residue had sunken into the vitreous as a result of insufficient functioning vitrectomy probe. The surgeon stated that the decision was made to alter the procedure and, a colleague doctor performed an anterior vitrectomy using another system, the procedure was completed successfully. There was a 3 hour delay in completing the procedure. The pt required hospitalization as a result of the event. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).